Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturers service center a failure of the device lcd screen was observed. The technician recommended replacing the device lcd display to address the issue. In addition, there were no significant events in the error log. The technician confirmed the power cord clamp was missing and was replaced. No further investigation is required currently. No repair was performed. The unit is not needed for inventory and will be scrapped.